Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an upgrade, the coronary sinus was very difficult to cannulate and maintain stability to place the lead. On (B)(6) 2021, the patient developed diaphragmatic stimulation on the lv lead and no vector was capturing. The decision was made to replace the lead with a competitor lead due to the difficult anatomy. The lead was imaged using fluoroscopy. The lead had migrated back into the body of the coronary sinus. On (B)(6) 2021, the lead was explanted and replaced. The patient tolerated the procedure well. There were no complications.